Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A leakage test of the dialysate side was performed and no leakage was found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a polyflux 170h set an external fluid leak occurred ¿within 2 hours¿. It was reported pinky fluid leak at cap was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.